Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 38487 heartstring iii pms- june 2024, where they commented "have noted this to be difficult to do one-handed" when asked about the use of getinge heartstring iii. The positioner arm mechanism can be tightened and loosened at the knob with one hand (two hands are not needed to tighten or loosen the knob itself).

Manufacturer narrative:
Trackwise ID#: (B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.